Event description:
It was reported that the patient complained of being always tired and unable to do activities. Upon further analysis, it was noted that the device was not sensing the programmed atrioventricular intervals causing a delay between the p-waves and qrs-waves. In addition, the atrial lead experienced a decrease in impedance and intermittent noise. A fractured lead is suspected. An explant procedure for the atrial lead and device is scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).